Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  Returned for review is a cup positioner. As returned, the tip of cup positioner has fractured, and the broken end is missing. Damage is too severe for dimensional analysis. Off axis impaction marks are found in the knurled portion of the handle and the main shaft has strike marks. The instrument is obsolete. This failure most likely occurred due to off axis impaction on the cup impactor. No further investigation is required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the cup impactor broke off of the inserter as the surgeon was impacting the cup.